Manufacturer narrative:
Many factors contribute to occurrence of sensitivity such that no relationship to any one product or step of a procedure can be established. As such, the occurrence of sensitivity itself does not signify that the product malfunctioned. Though post-op sensitivity is a common occurrence in all phases of dentistry, is typically reversible in nature, and in the majority of cases will spontaneously resolve without medical/surgical intervention; it was reported that endodontic therapy was performed in this case. Further, while it is not possible to definitively determine whether the surefil sdr involved caused or contributed to the event, it cannot be excluded. Therefore, this event is reportable per 21 cfr 803. The device was returned and evaluated for appearance and depth of cure and found to be within its specifications. Also, a DHR review was completed with no discrepancies noted.

Event description:
In this event a doctor claims that four patients experienced pain after placement of restorations using surefil sdr; endodontic therapy was ultimately performed as a result. There is no indication as to why the teeth required endodontic treatment.